Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the top case to be broken. There was no evidence in the device's event history log. Functional testing was performed. Upon review, the reported problem was unable to be duplicated due to the blank screen. It was determined that there was an incomplete upload. The device had the software uploaded from base to top via power point process. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(4).

Event description:
It was reported the device exhibited a battery depleted issue. Patient involvement is unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.